Event description:
The user facility reported that a 72-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak after 49 days of support due to a break in the purge sidearm. No further information was provided. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. Based on the available information, the root cause of the issue could not be determined. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.